Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted. . This relates to the left side

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the left side